Manufacturer narrative:
Other text: the customer confirmed the sensor will not return for an analysis; therefore, an evaluation of the sensor cannot be performed. If the sensor is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3: other text: product not returned.

Event description:
Per medwatch (B)(4): ¿neonatal <1kg pulse oximeter sensor stopped reading with only "---" and "check sensor" reading on monitor". The neonatal <1kg pulse oximeter sensor was changed using the same lot number sensor, it worked for 30 mins then stopped working with only "---" and "check sensor" reading on monitor. There was no patient impact or consequence reported.